Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at (B)(4) during prostate vaporization. The procedure was completed with a second fiber. There was no pt injury as a result of this event.